Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing thresholds on this right ventricular (rv) lead were high. It was also noted that there was loss of capture, resulting in asystole greater than two seconds. This rv lead was surgically abandoned and replaced. The associated pacemaker remains in service with the new rv lead. No additional adverse patient effects were reported.